Event description:
The device was used during a gastric bypass. Reportedly, the device was fired twice. After the stomach was transected, the surgeon noted that there was an incomplete firing on the first firing. The surgeon oversewed the area. After completing the procedure, the surgeon tested the pouch with blue dye and no leaks were noted. The pt expired the same day.